Event description:
It was reported that a patient experienced a stroke. A pulse field ablation (pfa) procedure to treat an atrial fibrillation with a farawave pulse field ablation catheter was performed. It was reported that the pulmonary veins and posterior wall were ablated. After the procedure, the patient showed signs of having a stroke in the recovery room fifteen minutes after being transferred in. Computed tomography (CT) scan was done but showed no results at the time of reporting. The patient has improved, and is being monitored in recovery. No further information was provided. The use of the farawave catheter to treat a the posterior wall is considered an off-label use.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.